Event description:
It was reported that during a total laparoscopic hysterectomy with salpingo oophorectomy procedure, the device performed as intended. The patient was sent to recovery and monitored post-op. During post-op monitoring, the patient loss a couple of liters of blood and had to be returned to surgery that evening to correct the bleeding. Current status of the patient is unknown. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent additional information requested: did the gen11 display any yellow alert screens during the procedure? Did the surgeon hear the tone changes? How long has the surgeon and account been using the gen11? What other instruments were used during the surgery? Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? What was the size of the vessel or artery? Was the bleeding from an area that the g2 tissue sealer was used on? Was the tissue thick, dense and fibrous? Was this the only time during the procedure that hemostasis was not achieved? Was excessive grasping force used? How much blood was lost? How was the bleeding controlled in the 2nd procedure? Was a transfusion required? Patient specific questions: was the patient taking any anticoagulants (aspirin, anticoagulants, or antiplatelet agents? If yes, specify prescribed medication. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. Does the patient has a known coagulation disorder? Has the patient taken any steroids? What was the patient¿s pre-op hemoglobin and hematocrit? What was the patient¿s post operative hemoglobin and hematocrit? As the patient was still experiencing pain at the time of the complaint, what is the current patient condition? Are there any anticipated long-term effects from the burn? Will the patient need any follow-up? Patient age and weight; did the patient have any pre-existing conditions?